Event description:
Reporter alleges pt developed rupture. Physician's notes state the pt's breasts have become deformed and quite firm with a small nodule of the bilateral aspect of the right breast. Pt's breasts also have a moderately severe ptotic appearance with downwardly pointing nipples which are well below the inframmary fold. This is despite bilateral capsular contractures which are positioned relatively superior to the nipple areolar complexes, but appear to be intact to palpation. There is also a small "bleb" (blob) just behind the implant on the left side superiorly which may represent a contained leak but is, in all likelihood, a fold in the implant shell. Pt also developed grade iii ptosis and bilateral several capsular contractures and documented left sided implant rupture with questionable status of the right breast implant.